Manufacturer narrative:
The redundant power tray has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The unit was installed and tested on an in-house test system. It was programmed and the system started at normal mode with error 86 triggered at start up. Fa verified the failure/error by doing a swap with a good known assembly unit and it resolved the issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the system had two non-recoverable faults during the procedure. After the first non-recoverable fault, the customer power cycled the system, but the error returned. The system logs confirm non-recoverable error 86. The customer had elected to bring in another vision side cart (vsc) to complete the procedure. The customer contacted isi tse while switching vsc to make sure they were doing it correctly. The isi tse explained they would need to disconnect the blue fiber cables (bfc) from the vsc that faulted and move it to the side. The isi tse explained then they would need to bring in the new vsc and plug in the power cord, bfc, and then power on the system. The customer hooked up the new vsc and powered it on and the system powered on with an error 319 error and was missing the video processor (vp) nodes. The isi tse had the customer check the cords and breaker switch on the vp and the customer found the vp breaker switch in the off position. The customer flipped the breaker switch on the vp and rebooted the system and got another error 319 pointed to the endoscope controller (ec). The customer found the breaker switch on the ec was in the off position. The customer performed another reboot and the system powered on and homed without any errors. The customer stated they ended up converting the case to open. The procedure was converted to open surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the type of surgery was complete cystectomy with ureteroileal conduit and prostatectomy. The time of the surgical procedure was approximately. It is unknown if the system was inspected prior to use. No issues were noted during the set up of the system. The procedure was in progress for 90 minutes when the issue occurred. The patient did tolerate the procedure conversion. There was no injury to the patient. The contact person reported it was not applicable regarding post-operative complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced redundant power tray. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.